Event description:
It was reported that as the doctor was tightening the screw into the patient's head, the head of the screw broke off.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device not available for return.